Event description:
It was reported that during priming the catheter infusion line was found to be broken. A 2.1mm jetstream xc was selected for use in a procedure. While priming the device, it was noticed that the outer layer of the catheter was broken, about half-way up the device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream xc-2.1 atherectomy catheter was visually and microscopically inspected. Visual examination revealed a kink to the sheath 85cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that during priming the catheter infusion line was found to be broken. A 2.1mm jetstream xc was selected for use in a procedure. While priming the device, it was noticed that the outer layer of the catheter was broken, about half-way up the device. No patient complications were reported.